Event description:
It was reported that the driver broke during the removal of hardware from an anterior cervical fusion construct in 2007. The threads of the instrument broke off in the screw head and are still within the screw head. The screw was removed from the patient without any reported injury.

Manufacturer narrative:
Request has been made for the broken product. Product investigation is pending receipt of returned product.